Event description:
Procedure type: gastric resection. According to the reporter: the instrument was fired and very few staples formed at the beginning of the staple line. Another device was used and the same thing occurred. The instruments still cut the tissue and bleeding and fluid leakage occurred. Sutures were then used to close the tissue. The operation was extended by about 45 minutes to suture the wound. No further patient information could be obtained.

Manufacturer narrative:
Additional information: a second device (lot# p7f0244) was used during this procedure.